Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/22/2020. Additional information: d1, d4, d10, g1, h6. Additional information was obtained: product code w8522 lot peb900. Additional h3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Additional information: d4, h4, h6. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic to open liver resection procedure on (B)(6) 2019 and the suture was used. The suture was requested when the bleeding vessel occurred within the liver. The suture device was opened to the scrub nurse and was correctly mounted on a needle holder. At this point it was noted that metal from the needle had fragmented and was visible on the suture thread. This was noted before being handed to surgeon for use. Another like suture was used to complete the procedure. There were no x- rays required and no adverse patient consequences reported.